Event description:
End-user alleged that medical intervention was required on 03/25/2018 at 1700 for hypoglycemia. End-user alleged that the prodigy meter read 566mg/dl approximately 5 minutes prior to calling the paramedics. End-user reported dizziness and lethargy. End-user did not report taking any insulin that day. While waiting the end-user alleged he began to have a seizure and was given water to drink while waiting for the paramedics to arrive. When the paramedics arrived about 15 minutes later they received a blood glucose of 50mg/dl with their meter. End-user was given IV of glucose (unknown what concentration) and transported to the hospital, upon arrival to the hospital the end-user blood glucose was 30mg/dl. End-user continued IV treatment of glucose and was given orange juice, fruit, yogurt and dessert to eat. End-user remained in the hospital for 3 days and no other test or treatment was provided. End-user blood glucose at discharge was 220mg/dl end-user was educated to drink orange juice as discharge instructions. No additional information was provided in regards to the medical event.